Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas stating that the pump screen indicated boluses delivered which did not show up in the pump bolus history. The patient reportedly experienced a blood glucose (bg) value in the 300mg/dl range with no symptoms. The reported bg value is not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported due to the allegation that there were no boluses recorded in the pump history.

Manufacturer narrative:
Device evaluation follow-up 1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. Testing was unable to duplicate the complaint during the investigation. The audio bolus is intact and responsive to user input. A 10 unit audio bolus was successfully performed and accurately recorded in the pump history. The bolus history shows no audio boluses were programmed or delivered. No cancelled boluses were observed in history. All keys were found responsive on the keypad.